Event description:
It was reported that patient presented remotely via merlin.net. The patient's pacemaker (pm) exhibited failure to capture. No intervention or procedure was reported. There were no patient consequences.